Event description:
It was reported that the patient experienced an infection in the xiphoid incision three months post implant. Intervention occurred and the system remained implanted. The patient was discharged from the hospital with no further issues. Six months later the patient presented with an infection in the pocket. At that time the physician decided to remove the whole system to clean the zone. The patient was discharged without further incident. It was noted that a new system will be implanted in approximately one month. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.